Manufacturer narrative:
Till today, the medical product has not been received for analysis and could therefore not be examined. The analysis is thus based on a review of the manufacturer documents of the products complained about and an analysis of the provided data. The manufacturing processes of both leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the supplied data, recorded between (B)(6) 2020 and (B)(6) 2021, showed an intermittent drop of the rv pacing impedance by 100 percent towards the end of the recording period, as was described in the complaint. The analysis of the provided iegm episodes showed noise in the rv channel, which led to the observed oversensing. The supplied data did not contain any information regarding the high pacing threshold of the solia s 53. Despite the available information, no conclusions can be drawn regarding the causes of the clinical observations. An analysis of the leads themselves would be necessary to determine the causes. If additional relevant information or the device itself should become available, please send these also to us. The incident will then be updated accordingly.

Event description:
After an implantation period of approx.141 months, oversensing on the ventricular channel was observed. Furthermore, it was reported that the solia s 53 lead shows a too high threshold after an implantation time of approx.12 months. The patient was hospitalized. Both leads were explanted.